Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the detect and treat test. Investigation revealed pin 8 on u723 ( a low capacitance, low charge injection multiplexer) was out of tolerance on the belt's distribution node (dn) pca board. The cause for the out of tolerance pin was unable to be positively determined. No adverse event resulted from the defective belt. The last patient to use this e-belt did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon servicing e-belt sn (B)(4), the e-belt failed the detect and treat test. The last patient to use this e-belt did not report any deficiencies.